Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 3889-28 interstim urinary mgu lead, (B)(6) 2011; 3058 interstim urinary mgu ipg, (B)(6) 2011; 3037 neuro programmer. (B)(4).

Event description:
It was reported that the patient presented feeling dizzy, fatigued, and had shortness of breath. Some telemetry noise was noted during the interrogation of the implantable pulse generator (ipg). There was noise on the egm, but the device was not oversensing it. The device remains in use. No patient complications have been reported as a result of this event.